Manufacturer narrative:
This supplemental correction report is to inform that upon further review, "bending epoxy rubber worn out" is not a reportable malfunction. There is no potential for the reported issue to cause or contribute to death or serious injury if the malfunction were to reoccur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had bending epoxy rubber worn out. There were no reports of patient harm.